Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was vomiting and eventually lost consciousness. It was reported that the patient's cgm was about "200 points lower" lower than her bg meter reading. It was reported the patient was admitted to the hospital; however, no further event details were provided. There were no details provided on what medications or treatment the patient may have received. It was also not specified how long the patient was in the hospital prior to being discharged. Attempts to reach the patient for further event details were unsuccessful. The patient was "very sick¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.